Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered three inappropriate anti-tachycardia pacing (atp) bursts and six shocks due to a supraventricular tachycardia (svt) with a 1:1 rhythm. Technical services (ts) reviewed the stored episode and noted that the device initially identified and withheld therapy; however, the atrial discriminators blanked the atrial channel, resulting in the ventricular rate to appear greater than the atrial rate, which led the device to deliver therapy until it was exhausted. Ts recommended to turn off the discriminators and adjusting the algorithm. No additional adverse patient effects were reported. This ICD remains in service.